Manufacturer narrative:
Correction: d4 model# - vticm5_12.6 (-10.0) corrected to vticm5_12.6 (-10.0/2.0) in initial MDR. Claim #: (B)(4).

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the lens was implanted upside down. No patient injury. The lens was explanted and the problem was resolved. Cause of the event was reported as user error. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H3: device evaluation is not required. H6: health effect- clinical code: 4581- lens implanted upside down. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).